Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and unspecified infection. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized. The patient was treated with unspecified antibiotics. On an unknown date, the patient recovered from the all events. On an unknown date, the patient was discharged from the hospital. Pd therapy is ongoing. No additional information is available.